Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter and gel air bubbles as all samples met specifications. The 90 retentions were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there were air bubbles and foreign matter. 10 tubes were affected. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, there were air bubbles and foreign matter. 10 tubes were affected. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used.